Event description:
During follow-up, oversensing was observed on the right atrial (ra) lead. Insulation damage was suspected, although not confirmed. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition.